Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed multiple "no cartridge detected" alarms. The pump was primed successfully and exercised with no alarms occurring.